Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. The medical record review states that the bard implantable port was placed for the patient for intravenous access at the right subclavian vein where the guidewire was passed, and the position was checked and it was noted to be in superior vena cava. The port was placed into the pocket and the guidewire were removed and previously regulated silastic tubing was inserted. It was advanced down into the superior vena cava and the patient was momentarily taken out of the trendelenburg and c-arm was used to position it in good position in the superior vena cava just above the level of the heart. The tubing was cut appropriately to the required length and it was irrigated then it aspirated blood easily and heparinized with saline. Approximately 5 years and three months later the computer tomography of chest was performed for lung pain and this study showed the negative for pulmonary embolism. Three days later blood culture report showed gram positive cocci in the clusters and further study of the culture show positive staphylococcus aureus and gram positive cocci and gram negative rods. Removal procedure was planned after three days and the chest x-ray was performed for shortness of breath and the patient underwent port removal. A month later the patient was again implanted with the port for intravenous access and the placement procedure was carried out by local anesthetic to infiltrate the area of the planned port insertion site where the incision was made and the port pocket was developed using a short dissection. Then the guidewire was placed followed by the dilated sheath and the tubing was turned to the length with the help of close fluoroscopy. Then the tubing was attached to the port unlocking hub was locked into the place the implanted port was then aspirated and the port was placed within the port pocket. Approximately 3 months later the patient with their history of sepsis and local infection and patient was further advised to admit and prescribed two sets of blood culture one from the port and one from the peripheral. After three years and seven months later the patient underwent port explanation due to the port malfunction and for the placement of single lumen port by local anesthetic which inflated at the plain port in section site. The incision was created and dissection was carried down to the old port tubing and the whole port you being was circumferentially dissected grasped with the hemostat and then divided. An attempt to place the guidewire down to the old port tubing however it was unsuccessful and the old port tubing and the port was then removed with no evidence of infection. The introducer needle was then used to cannulate the left subclavian vein followed by the guidewire placement with dilator sheath and tubing which was cut to the length with the help of fluoroscopic guidance, the port tubing was attached to the portal reservoir using the locking hub. The newly implanted port was aspirated with the good blood return and the port was placed into the pocket. The fluoroscopy was used to confirm smooth counter that tubing been through its course with the tip terminating in the distal superior vena cava. Therefore, it can be confirmed that the patient experienced infection and sepsis. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 07/2018). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that two years, two months, and twenty-five days post a port placement via the left subclavian vein, the patient allegedly developed an infection and sepsis as a result of the defective infected port. It was further reported that the patient was treated with antibiotics. Reportedly, the infected port was removed from the patient and replaced with a new port. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that two years, two months, and twenty-five days post a port placement via the left subclavian vein, the patient allegedly developed an infection and sepsis as a result of the defective infected port. It was further reported that the patient was treated with antibiotics. Reportedly, the infected port was removed from the patient and replaced with a new port. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2018) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.